Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label was missing. Scratches and cracks found on the lens screen. Functional testing found there was a constant alarm system failure error code just upon powering up the device: the error code relates to software issues needs update unexpectedly. The root cause of the reported issue was found to be software error. Actions were taken to mitigate the reported issue: cleared the code and reloaded software.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump exhibited system failure. No patient was involved in this event. No adverse effects were reported.